Event description:
Pt after receiving their therapy the gantry large rotating head of machine was being repositioned and rotated. The gantry made contact with, and pressed directly into the pt's pelvic region. The duration of contact with the pt was only a few seconds at most. The gantry pressing on the pt was witnessed by the assisting radiation tech. She was entering the room unrelated to the injury and was not yet close enough to the pt to assist in any way except to yell to the outside operator to stop and reverse the gantry rotation. Pt was wearing a head shield that blocked pt awareness of what was occurring. It was reported that the pt ambulated to a radiation dr. They later complained of pain to the groin especially with movement. The ambulance was called and the pt was transferred to emergency room where it was diagnosed that they had a fracture of the symphysis bone. All other tests were negative. They were discharged home with their spouse. Tech was rotating the gantry using a button outside of the room. Standard procedure. Tech stated that they were momentarily distracted by another pt nearby, and upon realizing what was occurring they immediately reversed the direction of the gantry.